Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that a cartridge alarm 05 and alarm 06 occurred while the pump was not outside the allowable operating altitude range. The customer's blood glucose level was 250 - high on cgm. Bg was treated with a correction bolus via the pump. The reportedly, the customer was able to load a new cartridge successfully.